Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a guidewire fracture occurred. A rotawire-ic was selected for use and positioned in the target artery for treatment with the rotablator system. During the draw test, as the guidewire was advanced through the device catheter specifically in the region near the introducer, it was noted that the guidewire fractured. As a result, one portion of the guidewire remained inside the patient, while the other portion remained outside, within the rotablator catheter. The guidewire was immediately replaced with another of the same device, and the procedure was successfully completed. There were no adverse effects on the patient.